Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: manifold unit defect a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the manifold unit defect caused the device to malfunction, resulting in "failure to operate (unable to maintain pressure)". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insufflator on the high flow insufflation unit was not working. The issue occurred during service / maintenance. There were no reports of patient involvement.